Manufacturer narrative:
Concomitant products: 4196 lead, implanted (B)(6) 2010.

Event description:
It was reported that the patient presented to the emergency department in ventricular tachycardia (vt) arrest with a rate that was in the monitor-only zone. The vt therapy zone was lowered so the patient would receive therapy if a vt of the same rate were to recur. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Event description:
It was later reported that an unspecified device issue was identified.

Event description:
It was later reported that no device issue had been identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.